Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-1588rtt acl fibertag tightrope needle pulled off the fiberloop during the first pass through the fibertag. This was discovered during a quad aclr procedure on (B)(6) 2023. The case was completed using another ar-1588rtt acl fibertag tightrope. Additional information received on 8/11/2023: the needle broke off the sutures while inside the patient. All broken fragments were retrieved successfully.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.